Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 740 mg/dl. The cause of elevated bg was not provided. The customer went to the emergency room and was subsequently hospitalized. The customer declined troubleshooting, or to provide additional information regarding the reported issue.